Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu was replaced during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported the system was intermittently not booting up. There was no patient injury or death reported.